Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600 mg/dl. Reportedly, the cause was unknown. The customer attempted to address the elevated bg by changing supplies, and delivering a manual injection. Subsequently, the customer went to the emergency room (ER) as a result of the elevated bg level. System check was performed by tandem technical support and the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.